Manufacturer narrative:
The device sp14005 has been inspected for investigation purpose. The tests performed confirmed that a design deficiency caused the software failure. The internal complaint reference is the following: (B)(4). This report was submitted reported on (B)(6) 2017. As part our internal procedure the submission status was verified and appeared to be failed. For this reason this MDR is resubmitted.

Event description:
It has been reported that during a surgery, a software failure has been detected. An error message appeared " failure connecting robot ". A surgery delay has been reported < 30 minutes.